Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30-40 mg/dl range, cause was unknown. Customer consumed carbohydrates to address bg. Reportedly, customer continued using pump for insulin therapy.